Event description:
Boston scientific received information stating: infective endocarditis. Patient had fever about days. Transoesophageal echocardiography showed vegetation on the atrial lead. Patient hospitalized from (B)(6) 2011 and get parenteral antibiotics. Date of onset (B)(6) 2011 (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).